Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering within specification. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the device had delivered bolus volume too high, required calibration. There was no patient involvement.